Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a b30 communication error during inspection for use involving an olympus video system center. Customer contact olympus technical assistance support to report the issue, he was instructed to replace the cable and the issue was resolved. There were no reports of patient involvement.